Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the power cable exceeded the allowed limit. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the power cable exceeded the allowed limit. Bench repair is currently pending. The investigation is ongoing.

Manufacturer narrative:
It was reported that the power cord exceeded the allowed limit. At bench repair, the power cord was replaced, and the reported issue was confirmed to be resolved. Bench repair replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.